Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely with a slow ventricular tachycardia that was below the programmed tachycardia detection limit on the implantable cardioverter defibrillator. There were no known complications to the patient as a result of this, and no resolution was reported.